Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (2000mcg/ml at 1325mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and head/brain injury. It was reported that the patient was admitted to the emergency room with pneumonia like symptoms. The patient was reportedly admitted to the intensive care unit (ICU). It was noted that the patient was put on a ventilator and had seizures. The hcp was called to refill the patient's pump. It was noted that this hcp was new to the patient, but would manage the patient going forward. Upon interrogation of the pump, it was noted that motor stall and tube set had occurred. Pump logs indicated that there had been intermittent motor stalls and recoveries since (B)(6) 2017. The last motor stall was on (B)(6) 2017 and tube set was on (B)(6) 2017. The pump had not reportedly recovered. The pump alarm was not heard, and it was confirmed that no electromagnetic interference (emi) or other magnetic sources were present. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and it was noted that the pump was turned to the minimum infusion rate. The issue was not resolved at the time of report, and no surgical intervention had occurred or was planned. The patient's status was alive - with injury at the time of report. No further complications were reported or anticipated. Additional information was received from a consumer and a healthcare provider via a manufacturer representative on (B)(6) 2017. It was further reported that the representative was paged on (B)(6) 2017, and was informed that the patient would need a refill by (B)(6) 2017. The patient was reportedly in the ICU for respiratory failure, and the patient's mother said that she would get better. On (B)(6) 2017, the motor stalls were reported. The hcps wanted to turn the pump off and would treat the patient with medicine. Again, the cause of the ICU admission was confirmed to have been respiratory failure. After the pump was interrogated, it was clarified that the patient had a really bad respiratory bug, and was on contact isolation. It was noted that the patient's family might put her on comfort care on (B)(6) 2017. The representative reportedly gave the findings to the patient's brother and family representative, and he stated that the patient was brought to the ER because they thought she had the flu. The patient was reportedly brought to the ER on (B)(4) 2017, and the patient's brother wondered if the pump could cause the patient's pneumonia. The patient's brother noted that the hcps said that she wouldn't get any better, and the patient was on a ventilator 90% of the time. The hcps reportedly said that the bacteria the patient had was really bad. It was noted that the patient was fine before this with a traumatic brain injury (tbi), and had not had seizures before.